Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5554 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock for ventricular tachycardia in a ventricular fibrillation zone. The ventricular fibrillation detection on the implantable cardioverter defibrillator (ICD) was reset and the device remains in use. It was also noted that the ICD showed a past episode of a magnetic field alert. No further patient complications have been reported as a result of this event.